Event description:
General report of overdelivery due to user error rec'd. Report source states there have been approximately 6 different events involving the pt controlled analgesia pump between january 1997 and january 1998. At least 2 of the events involved respiratory depression or respiratory arrest which required transfer of the pt to the intensive care unit. All of the pts recovered without adverse sequelae. Some of the incidents occurred when the facility switched from morphine 1 milligram per milliliter vials to morphine 5 milligrams per milliliter vials. A nurse would inadvertently select the morphine 1 milligram per milliliter concentration from the menu and the pt would receive a 5x overdose. Other incidents involved a nurse inadvertently placing a morphine 5 milligrams per milliliter vial in the pump when meperidine 10 milligram per milliliter was ordered and the pump set for meperidine. Report source states, "the box for morphine 5 milligrams per milliliter is a pink-peach color and the meperidine 10 milligrams per milliliter is a orange-peach color. The colors are too similar." No specific event details were provided. No additional info was available.